Event description:
It was reported a couple of weeks prior to report the patient had a tremor and ¿group d did not do much for them.¿ it was noted when they patient tried other programs, they felt like it shocked them and they had muscle contractions in their arms and legs. It was stated the patient¿s arm would rise in the air and their legs would jerk. It was noted the patient had turned off their therapy the night prior to report and they tried to go back to group d the next morning but the muscle contractions began again. Additional information received reported the electrode impedance was within normal limits. It was stated the cause of the issue was not determined. It was noted the patient was re-programmed. It was noted it was a stimulation induced side effect. It was noted the outcome with the new settings were improved gait, tremor, and no muscle contractions.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0cnv2, implanted: (B)(6) 2013, product type lead; product ID 3389s-40, lot # va0bnyf, implanted: (B)(6) 2013, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708660, serial # (B)(4), implanted: (b)(46 2013, product type extension. (B)(4).